Event description:
On (B) (6) 2009 the pt was in an automobile accident. Afterward, the implantable neurostimulation system did not work correctly. Stimulation felt like shocking with certain movements. The pt also felt no stimulation sensation. Device interrogation revealed impedances indicative of open circuits on electrode 10, 12, 13, 14, and 15. An x-ray was scheduled. Lead revision was probable. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
(B) (4).